Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. The patient had been admitted into an outlying facility with a hemorrhagic stroke. His international normalized ratio (inr) upon admission was 3.1; the patient was being bridged with lovenox due to a prior subtherapeutic inr at the time. A CT scan showed a midline shift measuring 10mm, interventricular and subarachnoid blood with large parenchymal hematomas in the right frontal and temporal lobes. The patient was also being treated for a driveline infection which required lifelong antibiotics and an incision and drainage procedure with a wound vacuum placed. It was reported that an autopsy was not performed. The pump was not explanted and will not be returning for evaluation.

Manufacturer narrative:
Approximate age of device 11 months. A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned to the manufacturer for analysis and no autopsy was performed. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. Placeholder.